Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is possible that the image sensor unit and the connector board were damaged, which led to the occurrence of the event. As for the cause of the breakage, since multiple damages have been confirmed in the curved part, an irregular load was applied to the curved part, or a scratch was confirmed on the connector and connector case, so it is possible that an irregular load was applied to the internal board due to external stress such as bumping during handling, but it was not specified. The root cause of the event could not be determined. The event can be detected according to the following IFU. Instruction manual ltf-s190-5 operation chapter 3 preparation and inspection: 3.8 inspection of combination functions with related equipment: inspection of endoscopic images. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope displayed error code e226. The issue occurred during preparation for use before an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.